Event description:
Received a copy of the customer's medwatch report from FDA which states, "when opening each door to two of the channels on the left side of the pc unit, the tubing/medication began to immediately free flow. This was not connected to the patient at this time. It was during the time of cleanup. Pc unit: s/n [redacted number] free flow pump 1: s/n [redacted number] free flow pump 2: s/n [redacted number]" there was no patient involvement. It was reported that the medication involved was amiodarone 360mg/200ml and approximately 50ml reportedly free flowed over one (1) min.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "when opening each door to two of the channels on the left side of the pc unit, the tubing/medication began to immediately free flow. This was not connected to the patient at this time. It was during the time of cleanup. Pc unit: s/n [redacted number]. Free flow pump 1: s/n [redacted number]. Free flow pump 2: s/n [redacted number]" . There was no patient involvement.